Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent hyperglycemia with blood glucose around 275 mg/dl after an infusion set and supply change and a meal announcement, with no improvement more than 90 minutes post change, and no troubleshooting was completed during the call. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond advice, and no hospitalization. Investigation included user counseling to perform troubleshooting and a supply change when able. Investigation of this case revealed no confirmed device malfunction or component failure because no diagnostics or troubleshooting steps were performed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.